Event description:
It was reported that there was an aborted procedure. The product was used during procedure but the case was aborted due to the patient having to be intubated. It was reported that the lead was pulled out of the patient before being tubed. The patient¿s heart stopped when they were given propofol. It was noted that the lead lot number was unknown because it was pulled out and thrown away. The patient had extremely poor lung function according to the anesthesiologist. It was reported that the patient was breathing normally and all vitals were good post-operatively. The health care provider would not attempt to implant due to the patient¿s lung function and other comorbidities. It was noted that the patient¿s basic evaluation was a success in the office with no anesthesia.

Manufacturer narrative:
Product ID: 355018, lot# w60114, product type: accessory. (B)(4).